Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-07. H6: investigation summary: one 2000e sample was received for investigation of pr 2679293 with an opened packaging from lot 20026655; residual fluid was present on the sample. Additionally a 6ml bd luer slip syringe was received to assist the investigation with residual fluid inside. A visual inspection of the 2000e sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting the sample to the bd syringe received and flushing with fluid; no occlusion or flow restriction was identified during testing. Furthermore, the sample was connected to a 50ml bd plastipak syringe and a 5ml bd luer slip syringe from bd stock and flushed with fluid; again, no occlusion or flow restriction was identified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20026655 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the ll vlv adpt (stand alone) experienced flow issues. The following information was provided by the initial reporter: valve malfunction, unable to inject.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues. The following information was provided by the initial reporter: valve malfunction, unable to inject.